Manufacturer narrative:
A ge representative evaluated the system and replaced the motor relay board. System operates as intended.

Event description:
Customer reported the system will not fluoro. No patient injury was reported.